Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: description of event: it was reported that the polymer jacket of a urostream hydrophilic wire guide was damaged. During an unspecified procedure, a portion of the wire guide "shredded in pieces" while in the patient. It is thought that the wire may have gotten stuck on the needle. The separated pieces were retrieved from the patient with an ncircle basket, and the procedure was completed without further issues. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the instructions for use (IFU) and quality control (qc) procedures device were conducted during the investigation. It was reported the complaint device was not retuned. A photo of the wire guide was supplied which shows a section of wire guide jacket is missing. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) included quality control procedures. Cook has concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The wire guide was supplied with IFU which includes the following. Precautions: manipulation of the wire guide requires appropriate imaging control. Use caution not to force or overmanipulate the wire guide when gaining access. When using the wire guide through a a metal cannula or needle, use caution, or damage may occur to the outer coating of the wire guide. Cook has concluded that the cause for the complaint could not be established, it was not possible to rule out procedural factors as contributing to the complaint. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the polymer jacket of a urostream hydrophilic wire guide was damaged. During an unspecified procedure, a portion of the wire guide "shredded in pieces" while in the patient. It is thought that the wire may have gotten stuck on the needle. The separated pieces were retrieved from the patient with an ncircle basket, and the procedure was completed without further issues. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.